Event description:
Physician used one submarine plus pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however it was reported that during treatment a dissection (type a) occurred. Dissection was left untreated. One day post the index procedure stenosis proximal to the target lesion was noted. Patient was discharged home. Investigator did not assess if the event was related to the study device or study procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (dissection).